Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the device was received for evaluation. Visual inspection of the returned sample showed signs of wear and tear. A functional test was performed by loading pump transfer tubing set into a repeater pump; no leaks were observed, and the tubing set remained intact. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube sets leaked drug in the "flow rate control clamp". The issue was noticed during setup. There was no patient involvement. No additional information is available.